Event description:
The reporter stated the surgeon inserted a 25.5 diopter cq2015 collamer three-piece lens but the trailing haptic tore from the optic with the injector. The lens was cut up to remove and there was no pt injury. The reporter stated the cause of the torn haptic was due to the injector system. Another same type lens was implanted.